Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the. One used 6 fr angioseal evolution device was received for product evaluation. The device was returned with the header bag and arteriotomy locator. The returned component was subjected to visual analysis where a blood like substance was found along the hemostatic sheath and the device cap. There were no anomalies noted with the arteriotomy locator or the header bag. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor at the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted at an appropriate angle to the distal tip of the hemostatic sheath. Digital force was then applied to the anchor, deploying the collagen and suture. The tamping tube became exposed. Tamping of the collagen did not occur since the collagen was not exposed to water. The IFU states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function." Based on the evaluation performed the complaint could be confirmed for pullout. The likely root causes for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The tamping tube not advancing is likely due to the excessive dried blood like substance increasing the resistance required to deploy the tamping tube. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 01/04/2018. It was reported that the patient was not brought back to surgery and hemostasis was achieved post-op by manual pressure.

Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided.. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the product did not deploy into the patient. Both clicks and everything appeared to go as normal, but when he pulled the evolution back, there was no suture, anchor, or anything. It was as if it was stuck in the sheath itself. It was reported that the estimated blood loss was <250cc. It was reported that the patient condition appears to be stable and fine after the holding pressure.